Event description:
While in the MRI scanner, patient claimed she used the squeeze ball (call button) to summon the MRI technologist because she was feeling a burning sensation on her chest. Alarm did not indicate at technologist's workstation. The technologist noted movement on the images and also saw the patient was moving her feet. Technologist checked on patient. Technologist asked patient if she had squeezed the ball and she said yes. EKG electrodes noted to be attached to patient. Squeeze ball call button was tested. Squeeze ball was only working intermittently.